Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the ventilator suddenly alarmed and restarted twice while performing a suction on a patient. The patient was disconnected from the ventilator, bagged and placed on a replacement ventilator. The patient was stable throughout the entire process and no harm occurred.

Manufacturer narrative:
The affected device was analyzed by dräger service and the log file was provided to the manufacturer. Testing of the device according to manufacturer specification showed no deviation. The log file showed that several alarm messages concerning "airway pressure high" were posted around the time of event. At 4:31 am the device performed several pneumatic releases to protect the patient from high airway pressure. No shut down or device malfunction was logged. It can be concluded that the device reacted as specified to an increased airway pressure in the breathing by posting the corresponding visual and audible alarm and performing a pressure release. The high airway pressure could be caused by the suction performed by the user at the time of event.

Event description:
Please refer to the initial-report.